Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as a result of a faulty component on the interface board.

Event description:
It was reported that the customer's insulin pump had a blank display. Troubleshooting was performed. Instructed the customer to change the battery and let the insulin pump rested for two hours. The wife called back and stated that after the insulin pump was rested, the screen was blank. It was stated that the insulin pump was not exposed to extreme temperatures or direct sunlight for an extended period of time. It was stated that the insulin pump was stabilized at room temperature for several hours before the screen appeared again. No further information was provided.